Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one partial seeker crossing support catheter was returned for evaluation, remaining seeker catheter segment was not returned. Sample was noted to be bloody, break noted the sample which measured approximately 1.7cm. No other anomalies were noted to the sample. Based on the findings, the investigation is confirmed for the reported detachment as partial segment of the seeker was returned for evaluation. However, the investigation is inconclusive for the reported failure to advance issue as no functional testing can be performed due to the nature of the returned device. A definitive root cause for the reported failure to advance and detachment issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3, h6 (method). H11: b5, h6 (result and conclusion).

Event description:
It was reported that during a recanalization procedure, the support catheter was allegedly detached and unable to cross lesion. Reportedly, another support catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a recanalization procedure, the support catheter was allegedly kinked and unable to cross lesion. Reportedly, another support catheter was used to complete the procedure. There was no reported patient injury.